Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Additional information was received that conduit was coincidentally replaced with a larger size when the patient was taken to surgery for issues with stenosis and dilatation of the branch pulmonary arteries, not because of issues with the conduit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 months and 9 days post implant of this 12mm pulmonary valved conduit in a (B)(6) old pediatric patient, it was explanted and replaced with a 16mm pulmonary valved conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.